Manufacturer narrative:
Additional contact information: (B)(6). It was reported that cs100 intra aortic balloon pump (iabp) does not hit the balloon. There was a patient involvement and no harm or injury reported. A getinge field service engineer (fse) evaluated couldn't reproduce the failure. He ran test balloon with system trainer iabp simulator machine operates normally. Unit cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) customer stated that the machine does not hit the balloon, the balloon does not inflate and deflate. The customer changed to a different cs100 iabp. There were no injuries reported.